Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had been running high. The customer had a blood glucose level of 283 mg/dl when they were driving. The customer's current blood glucose level was 263 mg/dl. The customer would treat the high blood glucose with a bolus. Troubleshooting was performed on the insulin pump and the insulin was able to exit without incident. The customer declined to perform the high pressure test. The customer also reported that they had experienced multiple low blood glucose in the past. Some of the low blood glucose levels ranged from 30 mg/dl, 40 mg/dl, and 50 mg/dl. The customer would treat the low blood glucose with food. The customer declined troubleshooting for the low blood glucose. The device will not return for analysis.